Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: during calibration the pump over infused.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). Further investigation of the complaint is not possible without a device for evaluation. The sample is valuable tool in investigating the cause of this incident. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump involved in the reported incident was never returned to any of our b. Braun facilities for investigation or evaluation therefore the issue reported could not be confirmed. Further investigation of the complaint was not possible without a sample.